Manufacturer narrative:
Citation: o¿sullivan, c. Md et al. Effect of pulmonary hypertension hemodynamic presentation on clinical outcomes in patients with severe symptomatic aortic valve stenosis undergoing transcatheter aortic valve implantation. Circulation and cardiovascular interventions (2015). Jul;8(7):e002358 doi 10.1161/circinterventions.114.002358 earliest date of e-publish/publish used for event date.  No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. (B)(4).

Event description:
Medtronic received information via literature review regarding the effect of pulmonary hypertension on clinical outcomes in patients after the implant of a transcatheter bioprosthetic aortic valve. All data were collected from a single center between 2007 and 2012. The study population included 433 patients, who were implanted with either a corevalve or a non-medtronic transcatheter bioprosthetic valve. Serial numbers were not reported. The study population was predominantly female; mean age 82.4 ± 5.3 years. Among all patients adverse events included: atrial fibrillation (afib), myocardial infarction (mi), cerebral vascular accident (cva), greater than mild aortic regurgitation, transient ischemic attack (tia) and blood loss. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.